Event description:
Device reading out of range with the calibration strip. Troubleshooting by phone confirmed that the calibration was reading low. The device was replaced and the defective one returned for investigation.